Event description:
Md started doing a phaco iol with insertion of lens. The utrata forcep was inserted into the eyeball. He was unable to open the forcep. A second cataract tray was opened for the utrata forcep. The second utrata forcep tips did not meet. Third cataract tray was opened. Rn mgr and spd manager and came to the or after they were notified. Per md, it was unsafe at that point to insert the lens into the eye. The eye was closed and patient was safely transferred to the recovery area.